Event description:
It was reported that during implant procedure, after implant of patient's right ventricular (rv) lead cardiac perforation was occurred. The lead was not implanted during procedure on (B)(6) 2022. The patient was stable.